Event description:
Surgical site/orthopaedic ae. Moderate severity. Probably not device related. Rehospitalized on (B) (6) 2007. Surgical site treatment: manipulation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the patient and was not returned to the manufacturer. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.